Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away on (B)(6) 2025. Interrogation of the crt-d in the mortuary revealed it had declared code 1004, indicative of shocking into a shorted circuit. A memory dump was performed, and device data was forwarded to boston scientific technical services (ts) for review. On the date of the patient's passing, multiple episodes were stored in the device's memory. The first episode noted the patient was being paced at the lower rate limit of atrial tachycardia response, with some intrinsic complexes present, when a sudden onset of a ventricular arrhythmia of around 215 beats per minute occurred. This arrhythmia could have been atrial fibrillation with rapid ventricular response as the rhythm appeared to be correlated 1:1. The arrythmia was declared in the vt-zone and a burst of anti-tachycardia pacing (atp) was provided by the crt-d. The atp delivered did not appear normal, causing speculation it was not properly capturing and instead accelerated the arrythmia into the vf-zone. A 41 joule shock was then delivered; however, this shock was not effective at converting the patient back to a sinus rhythm. The shock impedance measurements at the time of shock delivery were noted to be out of range and less than 20 ohms, causing the crt-d to declare code 1004. After the declaration of the code, no further high voltage therapy remained available for the patient. Two further episodes stored later the same day showed a flat atrial channel indicating the patient had passed. In total, it was noted the crt-d attempted 313 times to convert the patient. All evidence indicates the crt-d was explanted from the patient and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations made against the crt-d were confirmed through product analysis, which found evidence of a blown plasma fuse. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted an arc mark on the can. Initial review of device data confirmed code 1004 (shock into shorted lead) and code 1006 (high voltage during charge repeat) were first declared by the device on (B)(6) 2025. Detailed analysis and x-ray imaging confirmed the device had a blown plasma fuse and high voltage therapy was not available. The physical alterations noted with the device were likely from shocking into a shorted lead. Analysis confirmed the allegations made against the device in the field. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause traced to environment investigation conclusion was selected based on analysis of the returned product which found a blown fuse. This type of alteration is likely due to the device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, the alteration is deemed due to the environment outside of the device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away on (B)(6) 2025. Interrogation of the crt-d in the mortuary revealed it had declared code 1004, indicative of shocking into a shorted circuit. A memory dump was performed, and device data was forwarded to boston scientific technical services (ts) for review. On the date of the patient's passing, multiple episodes were stored in the device's memory. The first episode noted the patient was being paced at the lower rate limit of atrial tachycardia response, with some intrinsic complexes present, when a sudden onset of a ventricular arrhythmia of around 215 beats per minute occurred. This arrhythmia could have been atrial fibrillation with rapid ventricular response as the rhythm appeared to be correlated 1:1. The arrythmia was declared in the vt-zone and a burst of anti-tachycardia pacing (atp) was provided by the crt-d. The atp delivered did not appear normal, causing speculation it was not properly capturing and instead accelerated the arrythmia into the vf-zone. A 41 joule shock was then delivered; however, this shock was not effective at converting the patient back to a sinus rhythm. The shock impedance measurements at the time of shock delivery were noted to be out of range and less than 20 ohms, causing the crt-d to declare code 1004. After the declaration of the code, no further high voltage therapy remained available for the patient. Two further episodes stored later the same day showed a flat atrial channel indicating the patient had passed. In total, it was noted the crt-d attempted 313 times to convert the patient. All evidence indicates the crt-d was explanted from the patient and will be returned for analysis. No additional adverse patient effects were reported.